Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure has been scheduled. No adverse patient effects were reported. This device remains in service.